Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The product has been discarded by the customer; therefore no product evaluation will be submitted. Report 4 of 6 see 1920664-2016-00209, 00210, 00211, 00213, 00214.

Event description:
The user facility in (B)(4) reported the vitrectomy cutters did not cut well. The doctor replaced them with stand alone cutter(bl5625) and this one worked well. No patient injury reported.